Event description:
It was reported that during preparation, contrast was noted to be leaking from the balloon before it reached the nominal filling/circumference. There was no patient contact.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device under magnification confirmed that the inner shaft was appropriately seated in the hub and adhesive was present in the adhesive cavity. Inspection of the inner shaft through the inflation port in the hub found a hole in the inner shaft directly aligned with the inflation port. This hole was the cause of the reported leak. No other anomalies were noted. The hole in the inner shaft may be due to perforation with a needle or guidewire as no tools are inserted in the manifold inflation port during catheter assembly. Furthermore, all devices are tested for balloon inflation/deflation performance with vacuum decay testing in manufacturing. Review of the reported information and investigation determined the most probable cause of the reported leak was handling of the device by the user.

Event description:
It was reported that during preparation, contrast was noted to be leaking from the balloon before it reached the nominal filling/circumference. There was no patient contact.